Event description:
It was reported that a patient underwent a rhytidoplasty procedure on (B)(6), 2021 and suture was used. This thread is used in face and lifting surgery and the patient experienced rejection. The patient presented with purulent secretion. Presenting edema around it, pain, swelling around the wire. Also a serous secretion in the same exit points. The suture had to be removed on (B)(6) 2022. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were 4 sutures used in each patient? Yes. Please provide patient demographic information including age, sex, weight, bmi at time of index procedure. Male, (B)(6), 70 kg, 1.74 height. Date and name of index surgical procedure? Male: surgery on (B)(6) 2021 - rectidectomy (face) - the thread was removed on (B)(6) 2022. The diagnosis and indication of the index surgical procedure? Retidoplasty: aesthetics. Note: the wire was used for the temporal region. What was the initial approach to the index surgical procedure? (Open, laparoscopic or other)? Open. In which tissue was the suture used? Scalp, passing through two attachment points through the eyebrows. What was the condition of the tissue (normal, thin, calcified, fragile, diseased)? Normal. How was the suture performed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? There is no suture, only threads are passed through the eyebrows with fixation on the scalp with multiple knots. Describe any medical/surgical intervention required for this suturing event, including dates and results. To lift the corners of the eyebrows *describe the patient's manifestations of. The reported infection (location, severity, appearance, systemic or local infection). There was no infection in these cases, but a reaction to the thread. Presenting edema around it, pain, swelling around the wire. Also a serous secretion in the same exit points. Please provide date/time of onset of infection since the initial surgical procedure. Male: thread reaction, 14 days after the procedure. *were there pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any pre-, intra- or postoperative prophylactic antibiotics? Yes, intra and postoperatively, were cultures performed? If so, provide the results. No. Other relevant patient history/concurrent medications? No. Did the surgeon observe any suture deficiencies or anomalies before, during, after suture placement or during any reoperation? No. What is the physician's opinion of the etiology or contributing factors for this event? Reaction. What is the current status of the patient? Male: removed from the thread on (B)(6) 2022. Device history lot : a manufacturing record evaluation was performed for the finished device lot number ar1895/ssp14t, and no non conformances / manufacturing irregularities were identified. Related medwatch reports: 2210968-2022-01644, 2210968-2022-01645, 2210968-2022-01646.